Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported to boston scientific that the patient was hospitalized for an infection in the pocket of where the device was implanted. The patient was treated with antibiotics, and then discharged home. The device remains implanted and in service.